Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The customer's blood glucose was 120 mg/dl. The customer did not observe any significant events leading to the alarm. The customer also stated that he experienced high blood glucose as well, noting that he did not think he got enough insulin with the 6 mm infusion sets and inquired whether he could use the 9 mm ones. He stated that the insulin pump had not been exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.